Event description:
It was reported that a pump delivered (medication twice as fast as the programmed amount and delivery rate unk). The customer also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within spec. Add¿l flow rate tests were performed with the unit passing. Review of the device history log found that on the last day that the pump was in use, two infusions were programmed; however, sigma was unable to obtain any add¿l event detail and no malfunction could be identified. The date of event is unk.